Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: 253 mmhg blood side pressure drop reason for the return was undetermined. Additional information b5: the device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that pressure increased suddenly. It increased after 15 minutes on the circuit. Jonosteril 1/1 and 10,000 units of heparin were used during priming. The pressure was measured pre and post oxygenator. The dose was 400iu per kg/kg plus 10.000iu in priming solution. They measured heparin dosing by act (activated clotting time). They administrated another 10.000 iu if it was under rated. They cooled down the patient very fast to 28 degrees celsius because of the treatment by type a dissection. Medtronic received additional information that the customer never starts bypass with act values less than 400-450 seconds. Correction d4 (expiration date): field was updated. Correction h4 (device mfg date): field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the act values were 660 seconds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after 10 minutes of use, the bypass pressure increased to 600mmhg with the fusion oxygenator during use. The use of the device was unspecified. It was unknown if there was any complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.